Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 85% stenosed lesion being treated was located in the significantly diseased circumflex (cx) artery. Medications given pre-procedure: benadryl and xanax. Medications given during the procedure: heparin, nitroglycerin, integrilin, and atrophine. The lesion was predilated with a 2.0x12mm sprinter balloon, inflated up to 8atms for 35, 26, and 15 seconds. A 2.50x16mm taxus express2 drug eluting stent was unable to cross proximal to the lesion. A 2.5x12mm quantum maverick balloon was inserted and inflated twice to 12 atms for 45 seconds. A 2.50x12mm taxus express2 drug eluting stent could not be advanced. Upon removal, one of the stent struts was found to be flared. A spiral dissection occurred and was corrected with a 3.00x8mm taxus liberte drug eluting stent. The procedure was completed successfully with 2 taxus stents and 2 s660 stents. The patient was discharged 2 days following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.